Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right ventricular (rv) lead exhibited high capture threshold measurements. Programming changes were made. The patient was in stable condition throughout.